Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that intermittent catheters had been affected 6 separate times at (B)(6) hospital. All at the same unit. Lot#ngku3578. Lot#ngks3046. Lot#ngks2199. Per additional information received via email on 26dec2025, it was reported that the catheters were outside the sterile packaging and some of them were kinked. The issue was detected: multiple occasions where the nurses were opening kits to straight catheter. Whether the issue affected product functionality or usability very inconvenient as for one patient they had to open 5 kits till they got one that was ok.